Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer for additional information, and the following was received: at the time of the event, the surgeon had not yet started the warm ischemia portion of the procedure. The procedure was not converted to open. The customer waited until the problem was solved by the field service engineer. The procedure was successfully completed; however, the patient waited under anesthesia for almost 50 minutes. Field b1 was updated to product problem. Field h1 was updated from serious injury to malfunction.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the patient side cart (psc) suddenly stopped responding. The patient was present in the or and under anesthesia at the time of the incident; one instrument was holding tissue. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer had shut down the system, reseated the blue fiber cable (bfc) to the psc, and restarted the system. This did not resolve the issue. The customer then shut down the system, disconnected the bfc from the psc, and pressed the emergency power off (epo) from the psc. The customers were advised to restore power to the psc to start the psc in stand-alone mode. The power button on the psc started to flash blue; however, the psc did not start up again. There was no image on the psc touchpad. The tse checked the system logs and noted several errors related to communication with the psc. The tse asked the customer to shut the system down again, cycle the breakers on all of the subsystems, press the epo on the psc, and then reconnect the bfc to the psc. An isi clinical sales representative (csr) stated that this had been previously done, and the issue persisted. As further troubleshooting was not possible at the time of the call, the tse recommended that the customer use the instrument release key (irk) to release the instrument's grip on the tissue, manually remove all of the instruments from the patient, undock the cannulas, and push the universal surgical manipulators (usms) out of the way by force. The tse advised that some force may be needed, as the brakes on the usms were likely engaged. The csr informed the tse that the procedure would be converted to open surgery. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The patient side cart (psc) would not power up normally nor in stand-alone mode. The system power manager (spm) and the universal power distributor were replaced, and the issue was resolved. The system was tested and verified as ready for use. No product has been returned to isi for evaluation. A review of the system logs for the reported procedure was conducted by a isi failure analysis engineer (fae). The fae confirmed that a printed circuit assembly (pca) critical to psc power distribution experienced a currently unknown failure. Per the fae, the errors triggered are indicative of a complete loss of communication due to loss of power at the respective pca. It is unclear which of the replaced pcas were the source of the fault, as there is no indication of why they may have failed. The system logs show that the issue was resolved following the replacement of the two components.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the system power manager (spm) unit associated with the reported complaint, and a failure analysis (fa) investigation was completed. The reported errors 252, 23, and 40 were confirmed and replicated by fa. The spm unit was tested on the final test system 1, and the system started in normal mode with no errors or failure messages. Power cycles were conducted 10 times, and the system passed each time. However, the device was left idling overnight in normal mode, and after 6 hours, errors 252, 23, and 40 were triggered. The spm was replaced to troubleshoot the failure, and the spm assay was retested overnight; the failure was resolved. Isi also received the universal power distributor (upd cfg) unit associated with the reported complaint, and an fa investigation was completed. Fa could not reproduce the reported errors, however, the errors were confirmed and verified via error and system logs. The upd cfg unit was installed and tested on the final test system 1, and the system started in normal mode with no errors nor failure messages. All axes were verified with no errors nor failures. Power cycles were conducted 10 times, and the system passed each time. The assembly remained on the system for 3 hours idling in normal mode, with no failures nor errors. The battery power and helm control tests were conducted, and the system passed.

Event description:
Refer to h10/h11 for follow-up information.